Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The spinous process tall clamp was returned to the manufacturer for analysis. Analysis found that the retainer ring has been pulled from the clamp adjustment screw by attempting to open the clamp further that the design will allow. As a result, the retainer ring is missing and screw will close the clamp but not open it. Analysis found that the reported event was related to a physical damage issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that spinous clamp received was damaged. The jaws would not open and the screw was disengaged from the clamp. There was no patient present when this issue was observed.

Manufacturer narrative:
Unique device identification (UDI) and manufacture date provided.